Event description:
It was reported that this left ventricular (lv) lead was an attempted implant, with the lead placed on several locations with lack of capture and high capture thresholds. During the procedure, the patients blood pressure began to fall, so the physician stopped the procedure. No additional adverse patient effects were reported.